Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail became discolored. Customer's blood glucose level ranged between 80-99 mg/dl. Reportedly, the customer changed the cartridge to resolve issue.